Manufacturer narrative:
Event date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having a problem with the black cord that plugged into the recharger, as the desktop charger cord was frayed. The patient stated that the sheathing/cover was coming off of the desktop charger cord again. It was further reported on (B)(6) 2020 that the patient was having a charging problem with their recharger as well. The patient stated that it was taking too long for them to charge their implantable neurostimulator (ins), as it might take about three hours to finish recharging fully. The patient stated that sometimes they would sleep on it all night long and at times it would be fully charged when they would wake up in the morning and other times it wouldnt be. The patient mentioned that even if they were awake that it would still take three hours to charge. It was noted that the patient noticed the charging issue for a couple of months and later clarified that it started sometime in 2019. The repair department was contacted and a replacement recharger and desktop charger were requested. No patient symptoms were reported. Indication for use is spinal pain. Additional information was received from the patient reporting that what led to the issue of it taking too long to charge the implant was that it is on 24/7 since being implanted, and the patient thinks it is wearing out. They received the replacement recharger but it did not resolve the charging issue.